Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: outflow graft/ (B)(4)/ model #1125 / exp. Date: 2019-04-30/UDI#: (B)(4). Device available for evaluation: no. Mfg. Date: 2014-04-30. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted with a decrease in ventricular assist device (vad) flows and a concern for occlusion of the outflow graft which was noticed on computerized tomography (CT). The patient was treated with anticoagulation therapy, heparin, and warfarin. The site considered a pump exchange due to outflow graft stenosis. The patient was admitted to intensive care unit (ICU) for close monitoring. It was further reported the patient was taken to the operating room (or) and the chest was opened. The site reported that "when the surgeon went to cut the outer tube covering the vad outflow graft, he removed the 'gel-like' material and flows immediately returned to baseline." Once the compression on the outflow graft was removed the flows were 5.4 lpm / 3160 rpms / 6.5 w. The pump exchanged was not performed. The patient's chest was closed and the patient was transported to the to the ICU. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump and outflow graft were not returned for evaluation. The reported low flow event could not be confirmed through log file analysis which revealed normal power consumption and no alarms logged for the past 14 days leading up to the event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, low flow events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional devices: 1001885893, outflow graft. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.